Manufacturer narrative:
The ¿problem connecting to the device head was not confirmed. As received, a complete lead was returned for analysis. The lead was tested with a sample device, and the lead connector could be fully inserted into the device header. Visual and x-ray examination did not find any anomalies. Dimensional analysis was performed on the lead connector, and it was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During implant procedure, the right atrial (ra) lead was not able to be connected to the header of the device. The ra lead was not implanted and a new ra lead was implanted to resolve this event. The patient was stable.